Event description:
It was reported the patient developed a small pericardial effusion following the implant procedure. There were no signs of tamponade and it was reported to be resolved, three days post implant. The lead was not removed from service and it remains implanted and in use. No further patient complications have been reported as a result of this event.